Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the haptic broken and bent. Dimensional inspection found the lens to be within specifications. Additional information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.50/3.5/124 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The lens was later exchanged on (B)(6) 2021 for a longer length lens due to low vault. This resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.5/3.5/124(sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Low vault without rotation was observed. Lens remains implanted. Cause of event was reported as other "out of fit". If additional information is received a supplemental medwatch report will be submitted.